Event description:
It was reported that remote transmission of an asymptomatic patient revealed post-paced t-wave oversensing. Programming changes were made. A few days later, the patient presented in the clinic feeling light-headed. Patient is dependent and was feeling pauses in pacing. Another episode of t-wave oversensing was observed. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.